Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended, with a stylet returned in the lead body. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was positioned and the helix extended properly after 30 turns of the fixation tool. Some noise was observed when testing with the pacing system analyzer (psa) but this did not cause any problems. However, when the lead was tested later on the psa, the pacing impedance measurement was 3,000 ohms and no pacing or sensing was observed. The psa cable was changed but this did not resolve the issue. The helix could not be retracted so the lead body was turned to remove the lead from the patient. A new lead of the same model was implanted successfully. No adverse patient effects were reported.